Event description:
The patient received inappropriate shocks due to noise. The lead was explanted.

Event description:
The pt underwent a successful knee repair sometime in 2006 with the use of a biointrafix screw and sheath for tibial fixation. Subsequently at some time in early 2010, the pt presented with pain in the subject knee. A scope procedure was performed on (B) (6) 2010, at this procedure, it was discerned that the original fixation was intact, however, there was some sort of a cyst at the distal tibial tunnel. The surgeon removed the remainder of what was left of the fixation device and cleaned out the area. The pt was released and is doing fine at this time. Nothing is being returned and there is no further info. Also see associated MDR 1221934-2010-00162.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The noise was verified in the laboratory. The sensing coil was fractured close to the crimp sleeve to the connector ring. The damage could cause the reported inappropriate shocks and noise observed in the field. The connector ring crimp sleeve was exposed outside the connector bore resulting in the sensing coil being exposed to increased stress and accelerated fatigue. This resulted in an intermittent open circuit. .